Event description:
According to the reporter, during an anterior lumbar interbody fusion (alif) at l4-5 as surgeon was performing fit check, the threaded tip of the trial spacer handle broke off in the trial. The trial spacer was removed and surgeon completed the procedure by using an implant the size of the trial spacer. This file is on the synfix trial implant (p/n (B)(4)) and this is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Blank device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding event after filing this report shall be filed on a supplemental MDR. The device history records were reviewed and no complaint related issues were found. No product related fault could be found through product investigation.